Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for (B)(6) was performed from the date of manufacture, 07-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fingerprint login delays after entering the username can risk urgent care, timing out and retrying help, but a fix is needed to prevent dangerous access delays. A technical support specialist verified netbios already disabled and 100mbps half duplex is applied. Rebooted the device, medapp launched to resolve the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia es system faced intermittent login delay. After entering credentials, the screen stalled before reaching the fingerprint prompt. Users typically succeeded on a second attempt after a 60-second timeout. Some nurses bypassed the issue by using alternative stations. No harm occurred, but the delay impacted patient care. There were no adverse events or injuries reported based on this incident.